Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 8. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient faced eight infusion sets detachment events on (B)(6) 2024. The site of detachment was tubing connector. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.